Event description:
Information received with return of the explanted device notes that during post-implant evaluation, the device did not sense the patient's intrinsic beats. The device was pacing asynchronously and telemetry could not be estaablished with the programmer. Electrocautery was used near the pace- maker during the surgical procedure.~